Event description:
On 10-feb-2025, a spontaneous report was received via email regarding a 21-year-old female consumer who used a the honey pot herbal heavy flow overnight. Additional information was received on 14-feb-2025. On (B)(6) 2025 through (B)(6) 2025, the consumer wore herbal heavy flow overnight pads. After using the pads, she developed small itchy bumps on her genitals that progressively became worse. She also awoke to a burning sensation and noted skin damage in her intimate area. She discontinued the pads, but the skin became inflamed and sloughed off causing an open wound. She had difficulty sitting due to the pain. On (B)(6) 2025, she went to an emergency room for a reaction to the pads, also reported as for a burn and infection. She noted she was diagnosed with a reaction to the pad. She reported the area was infected and oozed pus. She was given a steroid shot, ibuprofen for the pain, and sent home with oral cefdinir and mupirocin 2%. She also applied burnt flour to the affect site to reduce moisture because it hurt more when it was moist. On (B)(6) 2025, she reported the pain impacted her mobility, and she had to take time off work. On (B)(6) 2025, she saw her ob/gyn and was told she was healing well and to continue her medications. As of (B)(6) 2025, all her symptoms were improving. She still had itchy bumps and pain. The wound was still open but healing well. She noted the experienced caused her significant distress.

Manufacturer narrative:
An investigation is underway at the contract manufacturer to determine if any gmp issue may have contributed to this issue.